Event description:
Pt admitted for cardiac catheterization on 8/24/95. Iabp in on 8/25/95. On 8/26/95, pt to operating room for CABG. After carbg procedure, iabp found with streak of blood in inner tubing. Iabp removed without difficulty. Pt with no subsequent problems.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, other. Results of evaluation: none or unknown, none or unknown, none or unknown, none or unknown, balloon. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.